Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) up button dome switch. Unable to perform displacement and self tests due to the keypad anomaly. No unexpected numbers ramping or scrolling anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the buttons were intermittently working. Customer stated that the insulin pump had a stuck button. Customer stated that the numbers were ramping and the scroll bar was moving up or down with no input. Customer stated that buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.